Event description:
Patient went into v-fib during procedure. While attempting to defibrillate patient, the defibrillator would not discharge shock. Attempted two times. The shock was finally delivered upon the third attempt to shock patient.